Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter exhibited retraction failure. No serious injury or medical intervention was reported.

Event description:
It was reported that bd insyte¿ autoguard¿ shielded IV catheter exhibited retraction failure. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. DHR review could not be performed as the lot number was not provided. The defect described in the incident report could not be confirmed or replicated with the returned unit. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable.